Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed ventricular and atrial undersensing. No p- or r-wave sensing was present in ddd pacing mode and no r-wave sensing was present in vvi pacing mode. Atrial p-wave sensing was present in aai pacing mode.

Event description:
Asku

Event description:
It was reported that the device was undersensing in both the atrial and ventricular leads. It was noted that it was not possible to get p-waves in aai and it was not able to sense p or r waves in any other mode. Also, the patient was in sinus bradycardia and when the device was in vvi mode with a rate of 30 paces per minute there was a deflection on the electrogram (egm) and an r-wave seen on the surface electrocardiogram (ECG), but the device did not indicate a sense marker and instead was pacing at the lower rate. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.